Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, h.6 investigation findings, and h.6 investigation conclusions. And investigation conclusions and added new information to h.6 type of investigation. (Update the fields). The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided for review and revealed the following: images of spectral doppler from a tee performed approximately a month prior to the valve explant procedure showed increased gradients, systole of the anterior cusp hypomobility and calcification, and central aortic insufficiency. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events of patient prosthetic mismatch at implant and thv calcification approximately 6 years post implant were confirmed based on provided records/imagery. Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative as well as overall mortality. In this case, although it cannot be confirmed, it was reported the 20mm valve was small for the patient's body surface area consistent with ppm. This likely led to a reduction over time in the effective valve orifice, resulting in increased pressure buildup (gradients) in response to blood flow being forced through the narrowed opening. As such, available information suggests that patient factors and procedural factors may have contributed to the ppm. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Due to limited information, a definitive root cause for the valve calcification was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
It was reported by an edwards lifesciences territory manager that approximately 6 years post implant of a 20 mm 9600tfx sapien 3 valve in the aortic position via transfemoral approach, an intervention is planned. The patient underwent transcatheter aortic valve replacement with a 20 mm 9600tfx sapien 3 valve. The valve was small for the patient's body surface area and consistent with patient prosthesis mismatch at implant. The valve had elevated gradients which increased steadily over the last 5 years and the patient is being evaluated for an aortic valve replacement procedure due to patient prosthetic mismatch and valve degeneration.

Manufacturer narrative:
Investigation is ongoing. Device is not returning to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received through investigation. Investigation is ongoing.

Event description:
The patient underwent an explant of the sapien 3 valve approximately 6 years and 3 months post implant. Prior to the explant, the patient was experiencing syncope, exertional dyspnea, and chronic lower leg swelling. An imaging review was performed which revealed that the valve was degenerated with calcification.